Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. Visual observations revealed marks of wear. To test its functionality, it was tested on a sample rubber strip; as a result, the upper jaw was slightly loose when the jaws are closed, and it showed that the jaws did not open/close as normally contributing to the holding issue. In addition, the pin jaw from the shaft was broken and it was not in place. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. Based on the condition of the device, this complaint can be confirmed. This type of failure is observed when the shear pin within the device handle has failed, eliminating the link between the jaw lever and the actuator, preventing the jaw from functioning. This shear pin is a design feature to ensure that in the event that excess tissue is clamped, link failure occurs within the handle and will prevent loose bodies from exiting the device; as it is a reusable device, the failure may have occurred after using it in this way for many procedures and could have been damaged before use. However, given the evidence we cannot discern a definitive root cause for the reported failure. As per IFU, do not use if product is damaged or sterile barrier is compromised. Also, inspect the expressew iii flexible suture passer prior to use to ensure proper mechanical function; with the jaw closed, actuate the needle deployment lever once to confirm that the needle deploys and retracts. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Device history lot : as a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required.

Event description:
It was reported by the customer that the expressew iii ac+ gun was broken. There was no procedure nor patient involvement reported. No additional information was provided.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.